Event description:
Complainant alleged that during incoming inspection of the product, the device failed to allow the defibrillator to discharge. The complainant indicated that there was no patient involvement in the reported malfunction.